Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, detached end cap, missing end cap sticker, cracked reservoir tube and window.

Event description:
Customer reported that after filling the reservoir, a back portion of the insulin pump pops out. Customer stated that this area was damaged due to cracks. Blood glucose level was 93 mg/dl at the time of the call. No further information was provided.